Manufacturer narrative:
The ortho clinical diagnostics (ortho) technical solution center (tsc) was notified by an ortho field application specialist to report that the incorrect patient name and date of birth were associated with a patient sample when using the vitros 5600 integrated system. A definitive assignable cause of the event was not determined; however it was concluded to most likely be user error. A review of vitros 5600 analyzer log files indicates that the customer incorrectly programmed the sample on the vitros and likely carried the patient demographics from one sample to another sample via manually programming. The vitros analyzer lci files and debug files were overwritten and therefore no further investigation could occur. The vitros 5600 integrated system was operating as programmed.

Event description:
The ortho clinical diagnostics (ortho) technical solution center (tsc) was notified by an ortho field application specialist to report that the incorrect patient's name and date of birth were associated with a patient sample when using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The customer identified the discrepancy, and no mis-associated patient results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).